Manufacturer narrative:
No product was returned for investigation. H6 coding has been updated.

Manufacturer narrative:
The customer's test strips were requested for investigation, but the customer stated these were not available. Controls run on the meters passed. Linearity testing performed on the meters were within range. On a regular basis accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
The initial reporter stated they received discrepant glucose results for one patient tested with accuchek inform ii meter serial numbers (B)(6). At 15:18, a sample from the patient was tested with meter serial number (B)(6), resulting in a glucose value of 46 mg/dl. At 15:20, a sample from the patient was tested with meter serial number (B)(6), resulting in a glucose value of 90 mg/dl. At 15:24, a sample from the patient was tested with meter serial number (B)(6), resulting in a glucose value of 56 mg/dl. At 15:24, a sample from the patient was tested with meter serial number (B)(6), resulting in a glucose value of 101 mg/dl. The customer believed the value of 101 mg/dl to be correct.